Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. No definite signs of use were observed. Visual analysis did not reveal any obvious defects or anomalies. The returned sample was functionally tested with and without the returned introducer needle attached. The ars was able to draw and aspirate water with and without the introducer needle, without any leaks or excessive air buildup. Performed per IFU states, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate". The module requirement document for raulerson syringes (amrq-000113 rev 3) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringes in order to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did snap back into a position = 1cc from the starting position. Therefore, the internal valves of the ars are functioning as intended. A device history record review was performed, and a relevant finding was identified. A non-conformance was initiated for batch 71c16l1128 to address the issue of an ars leak in use; however, the returned ars was functionally tested under the same parameters as the device from batch 71c16l1128 and did not leak. Because the failure could not be reproduced, the relevant finding is deemed to be unrelated. The issue of ars leaking could not be confirmed during functional testing of the returned sample. The ars was able to draw and aspirate water with and without an introducer needle. Based on the functional testing performed, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.